Event description:
The patient reported that two v-gos fell off, one a week ago, and the other on this last weekend. Patient could not give exact dates. The first one fell off after being on for about two hours, and the second one fell off after about four hours. Both were worn on the abdomen. The patient could not give a reason why they fell off, although she did say it might be from sweating.